Manufacturer narrative:
Batch review performed on 05-aug-2022. Lot 146949: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 6 years and 5 months after the primary surgery, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor implants and revised the medacta liner with a medacta liner. The surgery was completed successfully.